Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited double counting and poor sensing. No intervention was performed. There were no patient consequences.